Manufacturer narrative:
.

Event description:
It was reported the physician's handheld vns programming computer would no longer hold a charge. The programming computer was still able to interrogate patients, but the physician requested a new programming computer. Attempts for additional relevant information have been unsuccessful to date.